Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated in the box despite using several different programmers and telemetry wands. The ICD was not implanted.